Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement tests due to critical pump error (open book image) alarm. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap or test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.